Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe tip broke off into feeding tube during use with a bd¿ oral dispensing syringe 5 ml. The following information was provided by the initial reporter: it was reported the syringe tip snapped off into the feeding tube.

Manufacturer narrative:
H.6. Investigation summary one loose 5ml oral syringe with a feeding tube was received and evaluated. It was observed there was dried residue inside syringe and the tip was broken off inside the adapter of the tube at the connection point. The reported defect could not be confirmed from sample received. The syringe was reported to break during use. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe tip broke off into feeding tube during use with a bd¿ oral dispensing syringe 5 ml. The following information was provided by the initial reporter: it was reported the syringe tip snapped off into the feeding tube.